Manufacturer narrative:
The insulin pump had blank display due to corrosion/contamination in battery cap contact. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 134 mg/dl. The customer stated that the pump has been sitting for 3 months without a battery. The customer was advised to insert new energizer aaa alkaline battery. The customer stated that the display did not return. The customer was advised to leave the battery out for 2 hours and call back if issues persist.